Event description:
The patient underwent surgery with the matrix smart lock plate at a different hospital (date of surgery unk). After surgery, the patient visited this hospital since he had pain in his distal radius. The surgeon found through the x-ray that the locking plate was broken and the piece of the fractured bone transferred and the bone is fixed in incorrect alignment as a result. On 2008 (B) (6), the revision surgery was performed. The surgeon removed the locking plate and performed the carpal tunnel release.